Event description:
It was reported that during infusion with cadd cleo infusion set, patient experienced elevated blood glucose levels rising from in-range to approximately 476 mg/dl. The infusion site was located on the abdomen, and upon troubleshooting the cannula was observed to be not fully straight, with possible incomplete tubing connection noted as no audible click was heard during attachment. The patient replaced the infusion set on the arm and administered insulin via both manual injection and pump bolus, resulting in gradual reduction of blood glucose levels. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.